Event description:
It was reported that the implant at tooth site #unk was removed due to infection. At the time of abutment change, there was a bump on the side of the implants. Removal of the implant and placement of bone graft. Symptoms / patient impact: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.